Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. To resolve the problem, the customer changed the infusion set and cartridge and resumed insulin.